Event description:
Procedure type: sigmoid resection. According to the reporter: doctor used the gia8 - stapler with original load which she reported as misfiring causing fecal matter contamination of the abdominal portion of the patient vp shunt. Neuro surgery residents responded to the room. Approximately 60 cms of the abdominal section of the shunt was resected and removed with neurosurgical supervision and per the directions of the doctor. Original instruments were counted and removed from the field due to contamination. New instruments were brought in. Doctor reprepped the patient abdomen and staff regowned. Abdomen was thoroughly irrigated with bacitracin.

Manufacturer narrative:
(B)(4).